Event description:
It was reported that during a stenting treatment procedure, a stent migration occurred. The 3.0x20mm promus element was deployed in an unknown vessel; inflated at nominal pressure. After deployment, the stent was found to have migrated by 5mm from the position where it was originally deployed. No patient complications were reported and the patient's status is stable. Additional information was requested, but not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent migration occurred. The 3.0x20mm promus element was deployed in an unknown vessel; inflated at nominal pressure. After deployment, the stent was found to have migrated by 5mm from the position where it was originally deployed. No patient complications were reported and the patient¿s status is stable. Additional information was requested, but not available. This product is only ous approved but it is similar to an approved us device.